Event description:
During an arthroscopic knee surgery, the upper jaw broke and the broken fragments were removed from the patient's knee joint during primary procedure. The break resulted from patient having a tight knee, insufficient portal placement, and the upper jaw was bent down by the surgeon.